Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display and main printed circuit board (pcb) were corroded. It was also noted that the lower case and battery release were contaminated, the upper case and both bail covers were broken, one case screw was missing, the battery contacts were compressed, the ring was bent, the keyboard was scratched, foreign material was embedded between the display and window lens, the serial number label was damaged and the encoder flex and heart lead flex were corroded.

Event description:
It was reported that the external pulse generator was acting erratically, that it would not turn off, but then rebooted when the off button was pressed. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.